Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for infusion of intrathecal baclofen for intractable spasticity due to cerebral palsy. On 5/12/1999, the health care professional noted the pt had cellulitis at the pump site with erythema and palpable fluid. The pt was given IV antibiotics cerebro spinal fluid cultures were neagtive. The pt develped an ulceration of the pump site due to a lack of adequate adipose tissue and the pump was explanted in 1999. The health care professional stated the cellulitis has resolved and another pump will be implanted at a later date.